Event description:
It was reported that the patient experienced auditory hallucinations and had their entire implantable neurostimulator system explanted. No information was provided related to the patient outcome. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was further reported by the patients physician that psychosis was the cause of the event. There were no injuries.